Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that review of device memory data indicated that there was low impedance measured for the right ventricular (rv) lead of 0 ohms for several weeks, the r-waves have decreased, there is non-physiologic oversensing, high amount of sic and short v-v episodes, and a lead integrity alert was triggered. There was also battery voltage varying somewhat strangely on the cardiac resynchronization therapy defibrillator (crt-d). It is now suspected that there is nothing wrong with the right ventricular (rv) lead and the issue is with the crt-d. It was decided to wait on crt-d replacement for another month as the device seems to be function fine now. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.